Manufacturer narrative:
Retainer = black. Customer returned the pump for an alleged battery charge lasting less than expected (1 day) found on 8/17/2021. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals there was one (1) low battery alert on 8/17/2021 at 21:50. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay. Stained serial number label, end cap address label faded, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Battery charge lasting less than expected is not confirmed. No power related alarms during testing and no excessive battery faults found in the history files. Moisture damage was found during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery life. Insulin pump did not receive replace battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.